Manufacturer narrative:
Puritan bennett was not authorized to evaluate the unit. As per customer, unit passed short self test (sst) and extended self test (est) with no malfunctions. Unit has been running for a period of 36 hours with no failures.

Event description:
Puritan bennett received information stating that the ventilator stopped cycling while in patient use. The patient was not harmed or injured as a result of the event. As per customer, event was unable to be duplicated.